Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. However, it¿s likely the cause is related to countermeasures associated with the design change of the operational amplifier of the dr basal plate or the occurrence of poor contact with the video connector. It was confirmed that the design change of the dr basal plate was conducted on april 16, 2018. Therefore, this confirms that the subject device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the screen of their evis exera iii video system center is completely greyed out when using uc-190f scopes (there is no image). The scopes worked properly when used with other video system centers, so the customer believes the issue is with their evis exera. There was no patient involvement associated with this event, as the issue was discovered during the setup of the device.

Manufacturer narrative:
The complaint device was returned by the customer, and a device evaluation was performed. The evaluation confirmed the customer's reported condition of greyed out screen, and attributed this finding to a faulty patient board set. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.